Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary :post market vigilance (pmv) led an evaluation of one reload. The event report alleges the product was not used in a surgical procedure. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures .should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter; during a laparoscopic gastric bypass procedure at the point to create the gastric pouch, the staple line did not form correctly and had to be resected and restapled using another reload.